Event description:
Discordant, falsely elevated sodium, potassium and chloride results were obtained on two patient samples on a dimension xpand with hm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, and results were not as expected. The samples were repeated on the same instrument after service, resulting as expected. It is unknown if the correct results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium, potassium and chloride results.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. After evaluation of the instrument and instrument data, the cse replaced tubing and installed a new pressure foot. The cse found that the integrated multisensor technology (imt) sensor pump was worn out and replaced it. The cse primed and aligned the pump and calibrated the imt. Quality controls were run, resulting within range. The cause of the discordant, sodium, potassium and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.